Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00439. This report has been submitted as additional information. Patient identifier, patient weight units: corrected data. The infection referenced on the initial submission filed that was filed was aug 27, 2018 was reported under 2916596-2018-00336. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer has closed the file on this event.

Manufacturer narrative:
Approximate age of device - 1 years, 9 months. No vad related issues were reported or found in the evaluation of mlp-002810. The pump was returned assembled with the pump cable cut approximately 1.5" from the bend relief and the severed portion of the cable was not returned. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned. The apical cuff was returned and engaged with the cuff lock. The device appeared to have been exposed to a fixative prior to return. Upon disassembly of the returned pump, examination of the proximal opening of the inflow cannula revealed a normal biological lining. The deposition was strongly adhered but did not appear to obstruct the flow of blood through the pump. Similar depositions were situated throughout the lumen of the inflow cannula. Further examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that in the perioperative period the patient was noted to have empyema and (B)(6) bacteremia, and workup revealed presence of a left-sided effusion. The patient was subsequently taken to operating room and underwent left lung decortication by thoracotomy. The patient was then discharged home and eventually convalesced and was in usual state of health (usoh) and when an adequate donor heart became available, the patient received a heart transplant. No additional information was provided.